Manufacturer narrative:
(B)(4).

Event description:
The consumer and healthcare provider (hcp) via the manufacturer's representative (rep) reported pain at the battery site. The patient was standing up and suddenly felt pain at the battery site. An impedance check was performed and all came back less than 10000 ohms. The hcp wanted the patient to continue to use the stimulator and follow-up next month to re-evaluate. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred or was planned. Relevant medical history included non-malignant pain.